Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following verbatim it was reported by customer that having a zosyn secondary infusion that had approximately 20cc of volume left in the bag at completion of the infusion. Staff do utilize backpriming with secondary administration and that some medications have the vtbi pre-populated and other times the clinician must enter the vtbi.